Event description:
During a coil embolization procedure of the acom (size 6-8mm), the orbit mini complex fill 3.5x7.5 coil ((B)(4)) was being implanted in the aneurysm, but tip of coil was found stretched. The stretched coil and delivery system was removed from the patient without any issues, and changed to another coil to fill the aneurysm. Then, during advancing of the next coil (orbit helical fill 2x8 coil-(B)(4)) via a prowler14 (mc) microcatheter, the coil detached in mc, but the coil delivery system was used to advance and insert this coil into aneurysm. After the event, the same mc was used to complete the procedure. After the procedure, thrombus was noted at the site, and the time of the event 4 coils were implanted (B)(4), but the aneurysm was not ruptured. The surgeon thought both reason (patient condition and maybe product issue) caused thrombus. Currently, the patient remains hospitalized for treatment and has paralysis of half the body, the leg cannot be active, but others symptoms have resolved. Additional treatments consisted of anticoagulant treatment pre procedure, anti-spasms treatment during procedure, and medication treatment after the procedure. The patient was not admitted with any deficits prior to the procedure, and no indications of any conditions causing hypercoagulable state.

Manufacturer narrative:
Coils involved in the event consisted of an orbit mini complex fill 3.5x7.5 coil (637mf3575/ 15455157), orbit helical fill 2x8 coil-637hf0208/ 15387963, and a 637mf3575, 637hf0310, and 637hf0208/lot unk. A non-sterile orbit mini complex fill3.5x7.5 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received zipped without damaged. The support coil and gripper were found without damage while the embolic coil was received stretched/kinked in knot condition with the device and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage and the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; procedural and handling factors appear to have contributed to these damages, additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. This is one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00178, 1058196-2012-00179, 1058196-2012-00180, 1058196-2012-00181 and 1058196-2012-00195. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of an unruptured (acom) anterior communicating artery aneurysm (size 6*8mm), the orbit mini complex fill 3.5x7.5 coil (637mf3575/ 15455157) was being implanted in the aneurysm, but tip of coil was found stretched. The stretched coil and delivery system was removed from the patient without any issues, and changed to another coil to fill the aneurysm. Then, during advancing of the next coil (orbit helical fill 2x8 coil-637hf0208/ 15387963) via a prowler 14 microcatheter (mc), the coil detached in mc, but the coil delivery system was used to advance and insert this coil into aneurysm. After the event, the same mc was used to complete the procedure. After the procedure, thrombus was noted at the site, and the time of the event 4 coils were implanted; 637mf3575, 637hf0310, and 637hf0208 x2. The aneurysm was not ruptured. It was reported that the physician thought that both patient condition and product issue may have caused thrombus. Currently, the patient remains hospitalized for treatment and has paralysis of half the body, "the leg cannot be active", but others symptoms have resolved. Additional treatments consisted of anticoagulant treatment pre procedure, anti-spasms treatment during procedure, and medication treatment after the procedure. The patient was not admitted with any deficits prior to the procedure, and no indications of any conditions causing hypercoagulable state. There were no other devices used with the coil. There were no kinks in the mc that may have contributed to the event, a balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met or additional force, torque or manipulation was utilized to advance or remove the coil/delivery system. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc. After removal of the delivery system of the coil that prematurely detached, no other damages were noticed on the device. A non-sterile orbit mini complex fill3.5x7.5 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received zipped without damaged. The support coil and gripper were found without damage while the embolic coil was received stretched/kinked in knot condition with the device and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage and the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the coil stretched and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR indicate a relationship of the event to the manufacturing process. Procedural/handling factors appear to have contributed to the damages; however, based on limited available information it is not possible to determine root cause or possible factors contributing to the reported stretching of the coil. Inspections are in place to prevent this type of failure from leaving the facility; therefore no corrective action will be taken at this time. This is one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00178, 1058196-2012-00179, 1058196-2012-00180, 1058196-2012-00181, and 1058196-2012-00195.

Manufacturer narrative:
There were no other devices used with the coil. There were no kinks in the mc that may have contributed to the event, a balloon or stent remodeling product was not used during the procedure. During insertion or any other time, no resistance was met or additional force, torque or manipulation was utilized to advance or remove the coil/delivery system. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc. After removal of the delivery system of the coil that prematurely detached, no other damages were noticed on the device. A review of the manufacturing documentation associated with this lot 15455157 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15455157 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00178, 1058196-2012-00179, 1058196-2012-00180, and 1058196-2012-00181.